Manufacturer narrative:
Pt info: information was not provided. Lot number was not provided. Without a lot number, expiration date, manufacture date and UDI could not be determined. A 3m clinical representative reviewed and discussed product application technique specific to the huber needle used at this facility. The customer stated she believed the recommended application technique would eliminate this problem. No patient injuries were associated with this report. The number of patients involved in this reported event has not been received to date. If individual patient information is received, individual reports will be initiated. An MDR injury report was filed for this complaint because reinsertion of the huber needle was most likely required to resume therapy.

Event description:
A customer notified 3m that their staff reported huber needles were coming out of the patient's port catheter when a 3m¿ tegaderm¿ chg chlorhexidine gluconate IV port dressing was placed over the site.